Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 67 mm diameter fusiform abdominal aortic aneurysm. The aortic neck angle was 45 degrees with a length of 35 mm. The proximal aortic neck diameter was 23 mm and the distal diameter was 25 mm. The diameter of right iliac artery was 16 mm and left iliac artery was 17 mm. The femoral arteries were 8 mm in diameter bilaterally. The iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that on the x-ray two days post implant there was an issue noted with the suprarenal component of the stent graft. There was no reported intervention or action taken. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusion: lack of information (unknown cause of event).